Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. The sample was not returned for one malfunction, therefore the investigation is inconclusive for the reported fracture. For one malfunction sample returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fracture and additionally it was determined to have and also been confirmed for 2889 - deformation due to compressive stress and 2988 - naturally worn. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture. This information was received from various sources. This malfunction involved two patients with no consequences. Of the two patients, one was female and all other details of the patients were not provided.

Manufacturer narrative:
The catalog number has not been cleared in the u.s., but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the u.s.. The lot numbers were not provided for both devices and lot history reviews were not performed. For one malfunctions, the device was returned to the manufacturer for evaluation, and the evaluation identified circumferential break. For remaining one malfunction, the device was not returned to the manufacturer for evaluation, and the investigation is inconclusive for fracture. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606150j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture. This information was received from various sources. This malfunction involved two patients with no consequences. Of the two patients, one was female and all other details of the patients were not provided.